Event description:
Since implant, the patient experienced repeated problems with irregular heart rates, shortness of breath, decreasing exercise tolerance and increasing disability. The patient was unable to carry on normal daily living due to sudden incidents of loss of breath precipitated by any exertion. Episodes lasted 5-10 seconds ending with a fast heart rate, shortness of breath, chest pain, pressure and pallor to mild cyanosis followed by swelling of the hands and feet.